Event description:
2026-may-05 rtg1041741 (rep): it was reported that information was received from a manufacturer representative stating the patient resided in a nursing facility where staff had reportedly refused to charge the implanted neurostimulator. The representative initially believed the battery was depleted but later reported that the device had entered an overdischarge state. The representative also reported observing a message indicating the recharger was missing the target. Attempts to connect using the patient programmer and a clinician tablet were unsuccessful. Technical services reviewed instructions for initiating physician recharge mode. 2026-may-07 e1 (rep): the manufacturer representative provided additional information indicating that the overdischarge condition was addressed by following the overdischarge recovery procedure and charging the battery to 50%. Staff at the rehabilitation facility were also instructed on proper charging procedures. The patient experienced stiffness associated with the overdischarge. The date the condition was first observed by the physician is unknown. The information was confirmed and provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a manufacturer representative stating the patient resided in a nursing facility where staff had reportedly refused to charge the implanted neurostimulator. The representative initially believed the battery was depleted but later reported that the device had entered an overdischarge state. The representative also reported observing a message indicating the recharger was missing the target. Attempts to connect using the patient programmer and a clinician tablet were unsuccessful. Technical services reviewed instructions for initiating physician recharge mode.